Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection via naked eye and camera magnification revealed a bar in two pieces. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. Digital design review: the digital design files were reviewed and the images all appeared within normal limits. The drawing was provided and determined that the design of the bar was cut in the anterior to be within design parameters. The customer was contacted with regard to the intent to cut the bar in two. It is unknown whether parafunctional habits of the patient caused or contributed to the event. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. A lot specific complaint history review was not conducted for patient specific product (psp) complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. Complainant reported that bar broke at cylinder #11. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the bar broke at cylinder #11.